Manufacturer narrative:
Age at time of event: 18 years or older. Device returned to MFR: the device was returned for evaluation. Device analysis revealed that a kink was observed in the sheath assembly from femoral marker to the proximal end. Kinks were observed in the sheath assembly from femoral marker to the distal end. A kink was observed in the tip assembly from femoral marker to the distal end and damage was observed in the femoral marker. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on investigation completed on 26jan2016. It was reported that imaging catheter lost image occurred. The unknown stenosed was located in the severely tortuous and severely calcified left anterior descending (lad). During percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected to view target lesion. However, lost image occurred. The procedure was completed with a different device. No patient complications were reported and the patient¿s condition is good. However, device analysis revealed that there was a damage in the femoral marker.